Manufacturer narrative:
(B)(4): 1627487-12192011-003-r and 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt was no longer able to communicate with her ipg using external devices. The pt stated she has not used or charged her scs system for some time due to medical issues. F/u info identified the pt's ipg was explanted and replaced on (B)(6) 2013. The pt was receiving effective stimulation coverage postoperative.